Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and there was no physical damage where foreign material remained. Additionally, it was unknown whether there was deviation from IFU in reprocessing steps for the area foreign material remained because we could not collect the details on reprocessing steps by the user. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions, eventually resulting in humidity invading the lg lens which led to corrosion. Therefore, root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: q180v operation manual chapter 3 preparation and inspection. Reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation , leak found at switch 1 (sw1) key top 1 and channel tube (ch-tube). In addition, inspection found foreign materials/stains in the device distal end and forceps raiser back noted to be attributed due to handing issue, insufficient cleaning. Furthermore, the following defects/findings were identified during device inspection: corroded electrical connector (guide pin has corrosion). Cut on connecting unit. Corrosion on l-arm. Air/water cylinder has discoloration. Suction cylinder has discoloration. Right/left /up/down knob has a scratch. Scope connector has dent. Objective lens has a scratch. Adhesive around objective lens has wear. Light guide (lg) lens is dirty. Wear and tear caused a gap between distal end and plastic cover that accumulated residues. Distal end is shaved. Major repair is required to return the device to original equipment manufacturer (OEM) standards. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return inspection for maintenance , foreign materials (residues/stains) were found accumulated in the device distal end surface and forceps raiser back. This report is being submitted due to the finding of foreign materials/stains in the device distal end and forceps raiser back (handling , insufficient cleaning issue ) identified during device return evaluation . No harm was reported. No patient harm, no user injury reported due to this event.